Event description:
Lead showed non-physiologic noise. At implant, there was a lot of tight space near the clavicle and it was thought to have caused some subclavian crush. No inappropriate shocks occurred to the patient. Lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.